Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. PMA/ 510(k): unknown. (B)(4) - the drill bit broke intraoperatively and a fragment remains in the patient. The drill bit fragment is non-implant grade. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 3.2mm drill bit tip broke intraoperatively and was left in situ. The surgeon has made patient aware and they were not concerned. No other information available. This complaint involves 1 part. Concomitant devices: 1x unk drill, part / lot unknown. This report is 1 of 1 for (B)(4).